Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the second establishing final arm angle (efaa) test while the clip was on the tissue it jumped opened from approximately 10 degrees to approximately 20 degrees. Per the physician, this was likely caused by the clip settling and proceeded with deployment. The final mr was grade 1+. There were no adverse patient effects or clinically significant delay.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the second establishing final arm angle (efaa) test while the clip was on the tissue it jumped opened from approximately 10 degrees to approximately 20 degrees. Per the physician, this was likely caused by the clip settling and proceeded with deployment. The final mr was grade 1+. There were no adverse patient effects or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported clip jumping and unintended movement of clip opened during efaa appear to be due to clip settling. There is no indication of a product issue with respect to manufacture, design or labeling.